Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Study patient ID: (B)(6). It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 14fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, a failure occurred with the prostyle device. The sheath was upsized to a 15fr and the tavr procedure was completed. The pre-close technique was abandoned and hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.